Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a drop in pump flow over a short period of time. The event triggered low flow alarms. A computed tomography was performed and found that the outflow graft was narrowing.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference (MFR) number 2916596-2022-11742. The investigation findings and codes will be submitted under MFR# 2916596-2022-11742. No further information was provided. The manufacturer is closing the file on this event.